Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #:(B)(4). Description: infinion70 cm lead kit, model #: sc-2316-50, serial #: (B)(4). Description: infinion1x16 perc lead kit-50cm, model #: sc-3400-30, serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm), sc-1132, sn: (B)(4). Device evaluation: indicated that the device passed all tests performed. Upon receiving, the device was completely depleted. The device was charged in one cycle, and linked to a test remote control, and the battery measured 3.835 volts. This result attested that the device is capable of being charged fully under a proper charging method. However, the device exhibited burn marks on the case. The cosmetic damage most likely occurred during the explant procedure. The battery depletion rate was within the expected range. There was no excessive battery depletion when the device was turned off. The ipg passed all the required tests and revealed no anomalies. The complaint of malfunction was not verified. The explanted splitters were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg flipped in the pocket and was unable to charge. The ipg was no longer working. The patient underwent a revision procedure wherein the ipg was replaced. During the revision it was noted that nearly all contacts were showing high impedances. The physician suspected the leads were fractured and explanted the splitters. It was unknown if there was a malfunction. The patient will undergo another revision procedure to add a new lead.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg flipped in the pocket and was unable to charge. The ipg was no longer working. The patient underwent a revision procedure wherein the ipg was replaced. During the revision it was noted that nearly all contacts were showing high impedances. The physician suspected the leads were fractured and explanted the splitters. It was unknown if there was a malfunction. The patient will undergo another revision procedure to add a new lead.